Event description:
The initial rptr contacted shiley to report that a leak was found under the sutures of the pt's bjork-shiley mitral heart valve. According to the initial rptr, the mitral prosthesis remains implanted.